Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product was unknown; therefore the device history records, complaint history could not be reviewed. The reported device was used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
The reported event was identified during review of a journal article. Matthieu ollivier, et al. ¿use of porous tantalum components in paprosky two and three acetabular revision. A minimum five-year follow-up of fift one hips.¿ 10.1007/s00264-016-3312-2. (B)(4).

Event description:
It was reported in a journal article that a patient experienced a revisions due to septic loosening with a two-stage revision on an unknown date. No further information is available.